Event description:
It was reported that the patient received multiple shocks and was presented to the hospital. Device was followed up. Customer reported out of range right ventricle impedances, a high sensing integrity counter, and inappropriate sensing from the right ventricle lead. The customer reported that they suspected a lead fracture. The lead was extracted and appeared to have some difficulty. The new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): proximal conductor fractured, defibrillation conductor distorted and fractured due to overstress, insulation was torn, the inner tubing was kinked/buckled, the outer insulation had a cosmetic depression, the lead was stretched, and there was blood/body fluid noted on the distal conductor (not obstructed) and proximal conductor (not obstructed); full lead returned and analyzed.